Manufacturer narrative:
Sorin group (B)(4) manufactures the csc14 blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group rec'd a report of a blood leakage from the temperature probe of the csc14 blood cardioplegia system during a procedure. The unit was changed out and the procedure was completed with no further issues. There was no report of pt injury. This report is being filed in response to the incident being reported to the country's competent authority. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report of a blood leakage from the temperature probe of the csc14 blood cardioplegia system during a procedure. The unit was changed out and the procedure was completed with no further issues. There was no report of pt injury.